Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon revision, a rupture in outer layer of the left cylinder was found due to tubing or cylinder interference. Consequently, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).